Manufacturer narrative:
Complaint confirmed. Upon visual investigation, the blade is broken at the tip of the returned device. However, the broken piece was not returned for investigation. The cause remains undetermined.

Manufacturer narrative:
Complaint confirmed. Upon visual investigation, the blade is broken at the tip of the returned device. However, the broken piece was not returned for investigation. The cause remains undetermined.

Event description:
It was reported on 11/16/2022 by a sales representative via sems that an ar-8850 carpal tunnel release instrument blade fell off and stuck in the patient. Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.